Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the magnet was missing from the inspection. A field service engineer reinstalled the magnet and verified the functionality of the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.